Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: thermocool smarttouch bidirectional catheter, us catalog #: d132704, lot #: 17645904m. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a carto 3 system. It was reported that they were not getting any impedance on the thermocool smarttouch bidirectional catheter. Changing out the catheter cable and the thermocool smarttouch bidirectional catheter did not resolve the issue. It was found that they were open to pacing on the mapping catheter. Once the channel was closed, the issue was resolved and the procedure was continued with no patient consequence. Additional clarification was requested and received. The pacing was planned. There was unwanted pacing on the distal tip of the mapping catheter. The pacing leads were connected to the carto 3 system through 20 pole a. The newer version of micropace was being used during the procedure. The impedance issue was assessed as not reportable since the impedance is not displayed, the device can not be used. The potential that it could cause or contribute to a death or serious injury was remote. The unwanted pacing issue was assessed as a reportable malfunction under the carto 3 system since the channel being closed resolved the issues.

Manufacturer narrative:
Initially the product was reported as carto 3/us catalog #: fg540000/serial #: unknown (B)(4). However, additional information was received on january 29, 2018 providing product information of # of carto 3 system/ fg540000/ serial #: (B)(4). Therefore, ¿ brand name¿ and ¿serial¿ fields have been populated. This carto 3 system was manufactured before september 24, 2016, therefore no UDI is applicable for this product with serial number (B)(4). Investigation summary: it was reported that a patient underwent an atrial flutter (afl) procedure with a carto 3 system. It was reported that they were not getting any impedance on the thermocool smarttouch bidirectional catheter. Changing out the catheter cable and the thermocool smarttouch bidirectional catheter did not resolve the issue. It was found that they were open to pacing on the mapping catheter. Once the channel was closed, the issue was resolved and the procedure was continued with no patient consequence. Per the biosense webster field representative, it was opened by user error and the gain was so low that they couldn't tell. User did not ask for service. It was all human error. System is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's ref. No: (B)(4).